Event description:
Mattress used during open heart surgery is an aquari immersion surface manufactured by mizuho. Prior to surgery, mattress was functioning as should be, at the end of surgery staff was breaking down drapes and discovered mattress to be rock hard with no give- mattress seem over inflated. The control box for the mattress gave no indications of malfunction and showed that the settings that are advised to be used were in use. Staff moved the patient off of or mattress and onto bed and mattress did not deflate, mattress was discounted from control and control was turned off and mattress still did no deflate. Once patient was out of room staff was able to get air to deflate from mattress by connecting only one of the tubes from controller to mattress. Manager of or notified.